Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient an out of range signal on (B)(6) 2014 contact with dexcom technical support.

Manufacturer narrative:
(B)(4).